Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in a frail pt in 2001. It is reported that the diameter of the proximal non-aneurysmal aortic neck was 22mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 160mm. The pt's vessel morphology and iliac sizing are unknown. The pt had a history of coronary artery disease, hypertension and chronic obstructive pulmonary disease. It is reported that the pt was hemodynamically unstable going into the procedure. A physician present at the case reported that the right external iliac artery tore secondary to the 22 french sheath. The physician recognized the tear immediately and treated the iliac tear with a 10mm hemashield infrarenal bypass, which was used for primary iliac access. It is reported that even with the 16 french cook sheath in place, the pt required blood transfusions due to bleeding. It is reported that the pt lost 1,000ml of blood. It is reported that the final angiogram demonstrated no presence of a leak and that the graft was accurately placed. There was no occlusion of the hypogastric arteries and it is reported that the case results showed successful exclusion of the aneurysm. The pt continued to have hypotension and then hypovolemia due to the blood loss. The pt developed coagulopathy problems and eventually expired in the critcal care unit. It is reported that the physician was present for the autopsy and reported that the stent graft was intact and fine. The physician stated that the pt's death did not have to do with the aortic stent graft. The pt died from a combination of hypotension and hypovolemia. Further info is pending from the user and user facility at this time.